Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 597mg/dl. The customer stated that the events leading to her admission was excessive thirst, urine, and nausea. The customer was experiencing unexplained high glucose for the past several hours. The customer's most recent glucose reading was 251mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. The customer reported having bent cannulas often. The customer state that when she used the quick serter, the site is still lose and wobbly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Mfg report # 1 of 2, medwatch report# 3004209178-2011-82090.